Event description:
It was reported that after insertion of the intra-aortic balloon, the pump's helium loss alarms registered. A leak test was performed and it was determined that the leak was in the intra-aortic balloon and not the pump or tubing. The decision was made to leave the intra-aortic balloon in and continue pumping with the pump's alarms off.